Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted.

Event description:
The end user reported a red rash with pinpoint bumps. According to the end user, she thought it was a heat rash but it worsened. The end user stated that it is blotchy and itchy and extends from the distal part of the stoma around to the right side areas around to the stoma. The end user further reports that she self-treated with stomahesive powder on time, but she did not feel that it was effective. The end user saw her physician about a month ago and he prescribed clotrimazole cream.

Manufacturer narrative:
This complaint is not associated with a product malfunction. The complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints as a result of skin complications which are caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required, and this complaint will be closed. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Follow up information was received from the customer and reveals that the reported issue persists. The customer is now applying a prescription spray topically to the peristomal skin. Concomitant product(s): updated with medication information. No additional patient/event details were provided. Should additional information become available a follow-up report will be submitted. (B)(4).